Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had been on therapy in an arctic sun device and they want to extend time to continue to maintain normothermia. Screen was not responding. Tried powering off and on multiple times with no resolution. Tried touching screen without gloves and no resolution. Screen was not responding to any touch. Advised to page biomed for them to calibrate the device since it was the only device they had at that facility.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed control panel. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had been on therapy in an arctic sun device and they want to extend time to continue to maintain normothermia. Screen was not responding. Tried powering off and on multiple times with no resolution. Tried touching screen without gloves and no resolution. Screen was not responding to any touch. Advised to page biomed for them to calibrate the device since it was the only device they had at that facility. Per biomed tech via phone on (B)(6) 2024, it was reported that the control assembly was replaced. The device has since been returned to circulation.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. Since, the reported issue was confirmed. The root cause of the reported issue is a failed control panel. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had been on therapy in an arctic sun device and they want to extend time to continue to maintain normothermia. Screen was not responding. Tried powering off and on multiple times with no resolution. Tried touching screen without gloves and no resolution. Screen was not responding to any touch. Advised to page biomed for them to calibrate the device since it was the only device they had at that facility. Per biomed tech via phone on 23jan2024, it was reported that the control assembly was replaced. The device has since been returned to circulation.